Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed. The instrument housing was removed and found an instrument pitch bearing dislodged from its expected location. Additional observation not reported by the customer was that the instrument was found to have grip input disk axis #5 dislodged from the housing due to a dislodged bearing from the input disk. The probable root cause of the dislodged input disk is attributed to the impact of the dislodged instrument bearing. The instrument was found to have charring and/or localized melting on the outer surface of the yaw pulley. The instrument passed the electrical continuity test. The probable root cause of the observed thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the fenestrated bipolar forceps instrument was inserted into the patient and the surgeon tried to move it with the console, it was not responding very well to the movements of the controller. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) and while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The movements of the surgeon scaled appropriately to the fenestrated bipolar forceps, but loose movement was observed. There was shakiness and/or friction observed. The instrument moved in the intended direction. The issue was intermittent. The issue was resolved by replacing the instrument with a new one. The instrument is not available for return.